Event description:
It was reported to boston scientific corporation that an unknown boston scientific resolution 360 clip was used during a procedure. During the procedure, the clip was difficult to release from the catheter. The clip was able to close but the clip would not release, until jiggling and pulling on the scope allowed the clip to be implanted. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release from catheter. Block h11: the device was not returned for analysis as it was used to complete the procedure; therefore, a technical analysis could not be performed. The complaint device was not returned as it was used to complete the procedure, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".